Event description:
New information received notes that the physician has decided to monitor the lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, several episodes of non-sustained rv oversensing were observed. Review of session records revealed lead noise. Lead revision was recommended.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the noise was still present on the egms. After dft test, lead showed intermittent noise, noise on the svc-can custom egm, and noise during threshold test. Noise was not reproducible through isometrics. Lead also has intermittent capture and decreased pacing lead impedance. Lead will be replaced. No further information was available at this time.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2017. The procedure was completed successfully without adverse consequence to the patient. The patient is doing well and will be monitored with routine follow up.